Event description:
The customer's mother reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl at the time of incident. The customer¿s current blood glucose value was 67 mg/dl. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value with food. Customer uses auto mode. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.